Manufacturer narrative:
Upon visual inspection, the returned strips had been exposed to something wet. Four of the five strips did not mark as controls when tested with the control solution. Two samples average 47mg/dl out of spec with the control. Retention reagent gave satisfactory performance.

Event description:
Customer initially alleged getting e2, indicating used test strip, on the contour next link. No adverse events alleged. The complaint did not meet the criteria to be reported at the time of the call, but the test strips were returned for evaluation. Replacement test strips were sent to the customer.

Manufacturer narrative:
See remedial action and correction/removal reporting number. This information was not provided in the initial report.